Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 32mg/dl. The customer stated that on several occasions the cannula was bent. The self test was performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.